Event description:
It was reported that a 44-year-old caucasian female who underwent breast augmentation revision with a 525cc mentor memorygel xtra breast implants experienced right sided baker grade iii capsular contracture post procedure and left sided device migration post procedure. The right implant was sitting high and was firm. There was left nipple puffiness and lateral migration of the left implant. The capsular contracture was diagnosed through an office visit. As a result, left capsulorraphy, reinsertion of the left implant, right capsulectomy, and right implant replacement was performed on (B)(6) 2023. Reuse of the breast implant is contraindicated and therefore considered off label use of the device. The right sided capsular contracture was reported initially under 1645337-2023-04634. On (B)(6) 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).